Event description:
A report was received that the patient will undergo a pocket revision procedure due to discomfort at the pocket site.

Manufacturer narrative:
A report was received that the patient underwent an explant as the patient was not receiving adequate relief. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to discomfort at the pocket site.